Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged, however was still able to capture the heart tissue. The lead was explanted and replaced successfully with no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire insertion test due to dried blood in the lumen of the lead. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no additional anomalies. Laboratory testing was unable to reproduce the reported clinical observations of dislodgment.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.